Manufacturer narrative:
Evaluation summary: as received, a nick was observed on the cusp of leaflet 2, which was measured to be approximately 2mm. No visible inconsistencies observed on remaining leaflets. The wireform was intact, as evident in the x-ray. As reported by the surgeon and confirmed by device evaluation, it is likely that this event was caused by mechanical damage caused by a surgical instrument during the implant procedure. No related device quality deficiency to this event.

Event description:
It was reported form surgeon to sales that an edwards aortic bioprosthetic valve was explanted at implant. Reporting surgeon indicated they used instrumentation on the valve to deflect it away from where the surgeon was tying the knots. According to the surgeon, the deflection was at a sharp angle such that it irreversibly changed the geometry of the valve leading into the ai as observed under echo. The second valve they implanted, they made sure no instrumentation was used and the valve performed normal. No further information provided.